Event description:
It was reported that the patient presented in the clinic for a generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited a high capture threshold and was noise oversensing. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.